Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Customer changed supplies and drank water to address the elevated bg. It was also reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿ on the continuous glucose monitor (cgm); specific bg value and cause was not known. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.